Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 302995, batch number#: 4024483. It was reported that the bd syringe 10ml ll s/c 200 had a scale marking issue, the following information was provided by the initial reporter: mat#: 302995, lot#: 4024483 bd logo is right under the 10ml graduation under the syringe and difficult to read and the staff mix-up the lines. Mat#: 309646, lot#: unknown same issue as above. Customer has samples.

Manufacturer narrative:
(B)(4) scale marking issue: one sample and one photo were provided to our quality team for investigation. A visual inspection was performed, and no defects were observed. The reported defect is not a true defect and is a design-related inquiry so, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4024483. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.